Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. It was reported that there was a temperature issue with the pump; the pump was hot even after changing the battery. There was no reported physical damage to the pump. There was also no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the pump black box data showed the pump voltage readings were steady with no sudden drop prior to the reported temperature event. There was no evidence of moisture in the battery compartment. The battery was returned with the pump and was found to have a shrunken label. During testing, the pump was successfully run on a 24-hour basal program with no reboots, power loss or overheating occurring. The pump electrical current draws were within specification. The pump cover was removed and no moisture was observed on the power circuits or internal components of the pump. The complaint of a temperature issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment.